Manufacturer narrative:
Corrected information in section: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
The manufacturer decided to update MDR 2016493-2021-00018 from a product malfunction to an adverse event. Although there was no report of the patient being harmed, the patient's procedure had to be interrupted and postponed due to the thermal event.

Manufacturer narrative:
User reported that there was a burning smell and smoke coming out of a pyxis anesthesia es system. This was captured in complaint (B)(4). This happened while they were about to start a procedure and the patient was already in the room and intubated. Patient was removed from the operating room and procedure was rescheduled for a different date. No patient or user harm was reported. The customer called the fire department as a precaution. The fire department thought it was possible that the thermal event had initiated in the pyxis anesthesia es system device. When the fire department arrived, they observed that the fire may have come from a melted circuit board. Field service technician saw evidence of a spill but not conclusive. Device is being shipped back to manufacturing site for additional investigation.

Event description:
User reported visible smoke coming out of a pyxis anesthesia es system. This was captured in complaint (B)(4). The event occurred at the start of a procedure and the patient was already in the room and intubated. The patient was removed from the operating room and procedure was rescheduled for a different date. No patient or user harm was reported.